Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook received a user facility report 06jun2025, which included additional information: the procedure being performed was a right ureteroscopy with laser lithotripsy, stone removal, and a right double j stent placement. The basket tip of an ncircle tipless stone extractor detached during the procedure, but the surgeon was able to retrieve the tip out. A laser fiber was used to dust and fragment the stone and the fragments were removed. There was no harm to the patient.

Event description:
It was reported during an ureteroscopy procedure, the basket portion of an ncircle tipless stone extractor at the distal end became separated from the rest of the device in the kidney. They were able to retrieve it. Another new same type device was used to complete the procedure. It is unknown if the device was tested prior to use. It is also unknown if the patient had tortuous, calcified or scarred anatomy. Unknown if a laser was used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported during a ureteroscopy procedure, the basket portion of an ncircle tipless stone extractor at the distal end became separated from the rest of the device in the kidney. The procedure being performed was a right ureteroscopy with laser lithotripsy, stone removal, and a right double j stent placement. The surgeon was able to retrieve the tip out. Another new same type device was used to complete the procedure. A laser fiber was used to dust and fragment the stone and the fragments were removed. It is unknown if the device was tested prior to use. It is also unknown if the patient had tortuous, calcified or scarred anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, manufacturing instructions (mi) and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned. It was reported the customer disposed of the product. Therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'precautions: - do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: -upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information received 16sep2025: "the customer disposed of the item after their own investigation concluded" d9: device available for eval: no. H3: device evaluated by mfg = product will not be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.